Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to be at the beach and insulin pump may have gotten wet. Customer's blood glucose was 38 mg/dl, which was treated with food. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.